Event description:
On (B)(6) 2009, pt reported he was having trouble getting the piston rod on his infusion device to return. Assisted pt with the change the cartridge function and during the time the piston rod was suppose to return it gave an e7 (electronic error) message. Pt stated he just put in a new battery prior to the call. Had pt remove the battery and reinsert it; it gave an e1 (cartridge empty) alert and then e7 again. Pt reported he did not remember if the infusion device gave an a1 (cartridge low) alert message before the e1 alert. Had pt go into the alert history and there was not an a1 alert listed. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.